Event description:
It was reported that the insulation in the unit has been compromised.

Manufacturer narrative:
The product was returned and the failure mode has been confirmed. Visual inspection: the visual inspection of the monopolar handle confirms insulation damage throughout the shaft. Functional inspection: the monopolar handle passed the insulscan test. Probable root cause/s for the insulation damage could be due to incorrect sterilization methods and or normal wear and tear. In sum, the product was returned and the failure mode has been confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation in the unit has been compromised.